Event description:
It was reported that pump battery would not charge and a power source alert occurred, but issue happened before customer contacted technical support and had already resolved. There was no adverse impact to the customer's blood glucose level. Pump began charging again without customer changing charging supplies, there was no pump shutdown or inability to turn pump back on, and no further assistance was required from technical support.